Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted, a procedure performed on (B)(6) 2025. During the procedure, 1st flange does not unfold. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.